Event description:
It was reported that while stimulation was turned on the stimulation at 2.0 v felt like it "stutters" more than when it was at 3.5 v. This occurred following a fall a couple months ago. Low out of range impedance values were reported. Electrode combination of 11 and 12 was < 50 and all other pairs were within 600-800 range. Patient was programmed using 0, 1, 2, 3, and 8, 9, 10, 11 and was getting good coverage. The patient did not want reprogramming because he was getting great coverage. No troubleshooting was done other than suggesting to the patient to try increasing the rate when he was at those low settings. The patient stated he never used it that low so it would not be necessary. The patient just noticed it when he would be turning it down to turn it off and thought it might coincide with his fall. The patient overall had been very happy with the stimulation.